Manufacturer narrative:
The field service representative cleaned all the probes and needles, replaced the reagent, and verified the performance of the instrument. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys cea assay results for qc material and one patient sample from the cobas 6000 e 601 module. The initial patient result was 0.655 with a data flag and was reported outside of the laboratory. The repeat results were 66.94 and 66.76. No units of measure were provided. There was no allegation of an adverse event. The reagent lot number was 35540406. The expiration date was 31-dec-2019.